Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the tip of 23 french dilator of impella rp flex split. They were unable to advance into the patient for imepella placement. A new sheath was used without any issue and the impella was placed. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The investigation for the introducer damage has been completed. No product or images were returned for analysis. The root cause of the introducer damage - mechanical was not determined as no product or images were returned for analysis.